Manufacturer narrative:
The field service engineer found a worn and leaky cell rinse tube, exchanged it, and confirmed the test and the module was running back within specification. Precision studies were performed and they were within specifications. Reagent issues were excluded. The service maintenance resolved the issue.

Event description:
The initial reporter questioned high results for multiple patient samples tested for sodium (na) on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample. On (B)(6) 2023: 1st run: 175 mmol/l, 2nd run: 136 mmol/l . No erroneous results were reported outside the laboratory. The lot number and the expiration date of the na electrode were not provided.